Event description:
A customer reported the swivel mechanism of their affiniti 50 ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. The reported problem was confirmed. It was determined cause was related to the locking mechanism components including the spring and pin assembly. The service engineer replaced the control panel articulation arm assembly to address the customer's concerns. The system was returned to service with no other issues reported.